Event description:
Customer reported the system displayed a "housing hot" error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray cooling module. System operates as intended.